Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to hospice care (B)(6) 2020 status post recent ischemic stroke. Patient chose to stop care and have hospice take over for progressive weakness. Unable to continue rehab, electively decided to start hospice care due to progressive weakness and failure to thrive. Patient's wife was present, wife disconnected driveline after low flow alarms and continued to drop from 2.4 lmp to .9 lpm. Low flow alarms at time of death on (B)(6) 2020. Low flow alarms started as patient was expiring. Patient was at home with hospice care and wife reported patient was not responsive the day prior and was unconscious, lvad alarmed at 0430 with low flow alarms and expired a few minutes later. Probable right ventricular failure since patient had some return of heart failure symptoms, shortness of breath, and fluid retention in weeks prior to decision. The device operated as expected.

Manufacturer narrative:
The patient's recent ischemic stroke is reported under MFR # 2916596-2020-00296. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported events could not be conclusively determined. It was reported that heartmate 3 lvas, serial number (B)(6), was not explanted and would not be returned for evaluation. The hm3 lvas IFU lists right heart failure and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The IFU further explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. No further information was provided. The manufacturer is closing the file on this event.